Manufacturer narrative:
(B)(4). The returned item # 42527900501 lot # 62821152 exhibit signs of repeated use and have one of components 42527991001 and 42527991002 disassembled / missing. The components were not returned. The DHR was reviewed and no discrepancies relevant to the reported event were found. This device is confirmed to have been a part of a previous investigation. Actions were initiated to recommend against using ultrasonic cleaning as a sterilizing technique for these devices. These devices were subsequently re-designed to account for this failure mode with a new locking mechanism. It was determined that these devices were manufactured prior to this design change. The root cause is considered to be a previously addressed design issue. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2021-00891, 0001822565-2021-00892, 0001822565-2021-00893.

Event description:
It was reported on a worn instrument return that the tasp was returned missing bearings. This was discovered during an inventory check. No patient involvement.